Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that he was unhappy with vision since having cataract surgery with lens. He was experiencing double vision, and flares. Consumer called back stating that he had long standing nag. He was having issues with glare/ halos and was considering having lenses taken out. He cannot read up close or intermediately. He had shadows of letters. He had a "retinal" issue post op the first time, and it resolved. He's concerned having them exchanged may cause same issue. Additional information has been requested. There are two medical reports associated with this event. This file belongs to right eye.

Manufacturer narrative:
Associated product information was not provided. It is unknown if qualified products were used. The product remains in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the consumer called back stating that he has long standing nag (narrow angle glaucoma). He is having issues with glare/ halos and is considering having lenses taken out. He cannot read up close or intermediately. He has shadows of letters. He had a "retinal" issue post op the first time, and it resolved. He's concerned having them exchanged may cause same issue. The consumer was referred back to his surgeon for a discussion of risks, benefits. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).